Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an episode where noisy signals were over sensed. There were more than 2 seconds of instances where pacing was not delivered. The patient is pacing dependent. While diagnosing, the patient was stable and nothing could be recreated. Physician and his office staff found that the patient had a surgical procedure with electrocautery use on the day and time of the episode in question. Physician is comfortable with identifying the electrocautery induced emi as the cause of the one isolated event. Physician has chosen not to intervene surgically and to continue to monitor the patient via latitude and standard follow up schedule. No additional adverse patient effects were reported.